Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 432 mg/dl. The other relevant blood glucose level was 250mg/dl, 275mg/dl, 300 mg/dl, 400 mg/dl, 186 mg/dl, 200 mg/dl, 140 mg/dl and 150mg/dl. The customer declined troubleshooting for high blood glucose. The customer treated with manual bolus. The customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.